Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This report is being relayed to correct an omission in the previous report MFR-0002023141-2019-01136-1. The following sections have been corrected: h10: additional narrative - zimmerbiomet complaint number cmp-(B)(4)

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp tsp,mp1 ha,3.7x10mml,4.8p (sph10) was returned for investigation with its outer box packaging. Visual inspection of the as returned product identified minor signs of use and no apparent malfunction. Functional testing was performed for the returned product and it was determined the device passed functional testing as the mount was able to be removed from the implant. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant body cannot be removed from the fixture mount. Implant was removed and another implant was placed. The reported device was returned and the reported event is unconfirmed as the mount was able to be removed from the implant during functional testing. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided

Event description:
It was reported that the implant body cannot be removed from the fixture mount. Implant was removed and another implant was placed.